Manufacturer narrative:
The insulin pump passed the operating current, unexpected restart error test, and displacement test; however, the compromised force sensor system alarm occurred during the basic occlusion test due to a loose/protruded drive support disk. The unit was unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery test due to the compromised force sensor system alarm. The following physical damage was noted: cracked casing at a display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked casing at the reservoir tube window corner and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that she dropped her insulin pump on ceramic tile and the device sustained a crack on the side of the insulin pump. The circular area on the casing was depressed further. The patient's blood glucose at the time of incident was 120 mg/dl. However, her blood glucose has since increased to the 300 mg/dl range. The insulin pump was returned for analysis.